Event description:
It was reported that a powered debrider "blade tip was dislodge from the inner shaft. It was removed from the sinus cavity. No death or serious injury." In an attempt to return the product to the manufacturer, the device was sent in error to the wrong manufacturer and has not been located by that manufacturer. A powered microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess) that will remove soft tissue, hard tissue, and bone during surgical procedures. Sinus indications include septoplasty, removal of septal spurs, polypectomy, antrostomy, and ethmoidectomy/sphenoethmoidectomy. The system consists of a power control console, footswitch, connection cables, and assorted handpieces to drive various burs and blades.

Manufacturer narrative:
The information for this report was reported to (B)(4) for medtronic (B)(4) from a area distributer. This event occurred at (B)(6). No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.